Event description:
The customer reported to the remote service engineer (rse) that the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.